Event description:
Distributor reported, "it was reported, "spo2 probe caused a stage 2 ulcer on a (B)(6) year old female patients upper ear in the critical care center. This report was made during the departments spo2 trial. The patient was not diabetic and the nursers believe the ear probe was moved from the lobe to upper ear within an 8 hour time frame. There was no physical damage found on the t site lead, emitter, detector or plastic ear clip." The patient was moved from critical care center to another unit; but was doing well. The patient was treated and monitored by the end user facility wound care / ostomy nurse." Distributor filed medwatch claiming intervention was required to prevent permanent impairment/damage so we are providing follow-up. (B)(4).

Manufacturer narrative:
Initial investigation upon initial notification from distributor indicated that there was no adverse incident. Additional information was obtained from the distributor employee (ms. (B)(4), territory manager) who made the initial report to obtain follow up care information regarding the reported incident. Ms. (B)(4) indicated that she spoke to the nurse and "the area was cleaned with normal saline and a protective foam dressing called mepilex was applied." Note: the initial report from the distributor stated the patient was not injured and the sensor had been placed on the upper ear while the dfu instructions call for the placement location to be on the soft tissue of the lower ear lobe causing the pressure ulcer. The unit was received on (B)(4) 2013 and is functioning normally and good visual condition. Design engineer confirmed functionality and measured correct strain force gauge on ear clip's tension, was within design specifications. The information submitted to us stated that the end user applied the unit with clip to top of ear instead of at the recommended site. The end user did not follow instructions and applied the ear sensor on an non-indicated location on the ear with insufficient surface contact resulting in pressure narcosis (stage 2 ulcer). Conclusion: pressure ulcer was caused by customer error during application. There was no evidence from the hospital personnel that cleaning with saline and bandaging was required to prevent permanent damage or impairment.